Manufacturer narrative:
The field service engineer (fse) described the event as a short burst of fire, a spark followed by a visible flame about 1 inch tall. The fse found the interconnecting cable from the uninterrupted power supply (ups) to the architect system control center (scc) wet from the puddle of water causing a short-circuit to arc (220v) ups. Service replaced the burned cable and fuse of the arc (220v) ups to resolve the issue. Further, the surfaces were dried, and ups and cables were elevated above the floor. The arc (220v) ups was deemed the likely cause. An abbott product did not contribute to the source of the described issue. Review of the service history for the architect isr61829 did not identify contributing factors and no additional issues of flames/smoke were reported. A review of complaint and trending data did not identify any trends for tickets with replacements of the arc (220v) ups. A review of architect i2000sr tracking and trending data did not identify any trends related to the issue identified in this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage associated with the smoke and flame was limited to the arc (220v) ups. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they observed a short burst of fire and visible smoke from the back of the architect i2000sr analyzer. The customer found the short circuit occurred due to a water puddle caused by a leak in the water system. Upon inspection of the analyzer, the scc cable was charred and the connected ups blew a fuse. There were no injuries and no impact to patient management reported.